Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii.

Event description:
Patient reported a left side rupture, capsular contracture baker grade iii, and "rippling." Physician reported bilateral capsular contractures baker grade iii and a bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product." The device remains implanted.